Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: at the second firing, the clip was closed and the jaws would not open. The doctor attempted to open it by hand but it did not open. Additional tissue resection occured to remove it. Another device was used to complete the procedure. The operating time was extended by less than thirty minutes.

Manufacturer narrative:
(B)(4).